Manufacturer narrative:
(B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with infusion set cannula was bent. The patient faced symptoms within 3 or more hours after insertion. The issue was occurred on 05-apr-2024. The infusion set was in use for 12 hours. The insertion site was abdomen. Moreover, the patient's blood glucose leveled was 504 mg/dl and managed by correction injection via multiple daily injections (mdi) . Further, the patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.